Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer's blood glucose was 140-180 mg/dl. Customer continued to use the pump for insulin delivery.